Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that all patient reports from the current day were no longer visible within the mobile programmer application. It was noted that when attempting to save a report, a white screen was displayed. Multiple force-close attempts of the application did not restore the reports. Report retention settings were confirmed to be set for storage beyond one day; however, all reports from that day were no longer present. Troubleshooting steps were taken to include reviewing general host tablet best practices, reinstalling the mobile programmer application, and reconfiguring the application. It was then recommended to fully power down the host tablet when not in use to promote application stability. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.6.2.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was no patient involvement.